Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received power error alarm. The customer reported that they were going through batteries quicker than usual. The customer's blood glucose was 3.0 mmol/l at the time of incident. The customer's blood glucose was 7 mmol/l at the time of call. The customer was advised to remove the battery for a period of time and reset the device. The insulin pump will not be returned for analysis.